Manufacturer narrative:
The customer's complaint that the lcd backlight on the autopulse platform (sn (B)(6)) is non-functional was confirmed during the functional testing. The root cause of the reported complaint was a defective lcd. The lcd backlight was not functioning during the functional testing, confirming the reported complaint. The lcd was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported an issue with the lcd backlight on the autopulse platform (sn (B)(6)), which is currently non-functional. The screen is visible only in well-lit conditions but is unreadable in low-light environments. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.